Event description:
It was reported that this pacemaker was found to be in safety mode. Codes 0x40, 0x0 and 0x0 were observed. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.